Manufacturer narrative:
The check of the DHR of the lot # involved (201312392) showed no anomalies on the 50 smr humeral heads dia.44mm manufactured with this lot#. No other complaints reported on the same lot#. The explants were not available, but we received the pre-revision x-rays (dated (B)(6) of (B)(6) 2017) and we asked a medical expert to evaluate them. According to his opinion, the primary implant looks satisfactory and the head was of the correct size and height. According to the surgeon's comments, the patient had already a defective glenoid bone at the time of primary procedure performed in 2015 and it is likely that this condition worsened in the following years, thus leading to revision surgery performed in 2017. In conclusion, the most likely cause for revision is the worsening of glenoid bone condition (bone wear). With regards to this, we know that the surgeon, already at the time of primary ((B)(6) of (B)(6) 2015), avoided using a metal back glenoid + liner because he felt he could not get adequate glenoid fixation at the time. Based on the above information, this event was not product related but basically due to patient condition. (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Shoulder conversion case done on (B)(6) 2017 from smr anatomic hemi to smr reverse due to glenoid bone wear and patient pain. During the revision surgery, humeral head, adaptor taper and humeral body were explanted. According to the info reported, during the primary surgery - done on (B)(6) 2015 - surgeon had to implant a hemi prosthesis by adding also some bone graft to get an adequate fixation due defective condition of the patient glenoid bone. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved (201312392) showed no anomalies on the 50 smr humeral head dia.44mm manufactured with this lot#. No other complaints reported on the same lot#. We will submit a final MDR after completing the investigation on this case.

Event description:
Shoulder conversion case done on (B)(6) 2017 from smr anatomic hemi to smr reverse due to glenoid bone wear. During the revision surgery, humeral head, adaptor taper and humeral body were explanted. According to the info reported, during the primary surgery - done on (B)(6) 2015 - surgeon had to implant a hemi prosthesis by adding also some bone graft to get an adequate fixation due defective condition of the patient glenoid bone. Event happened in (B)(6).